Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A third party evaluation was conducted exponent biomedical engineering. All retrieved device components (superior endplate, polyethylene inlay, inferior endplate) were examined macroscopically for signs of wear and damage. The polyethylene inlay showed evidence of iatrogenic damage. The backside surface of the superior and inferior endplates showed remnants of bone. The endplates showed evidence of impingement. Mating marks consistent with impingement were observed on the superior and inferior endplates. Machining marks were observed on the backside surface and perimeter of the of the polyethylene inlay. The articulating surface of the polyethylene insert showed evidence of adhesive abrasive wear with evidence of burnishing and multidirectional micro-scratches consistent with normal wear. A review of the exponent evaluation by product development concluded there is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on the pe inlay consistent with surgical removal. There are signs of impingement between the superior and inferior components. No new risks, user needs, or updates to the product development evaluation for complaint have been identified as a result of the condition of the device.

Event description:
Approximately seven weeks after the initial implant of a single-level prodisc-c, the patient sneezed creating a failure in the adjacent segment in the form of a herniated disc. The entire prodisc-c implant was removed and replaced with a cage and plate system over both levels. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a device history review was conducted and revealed no complaint related anomalies. A manufacturing evaluation was conducted. The inlay from the field can not be dimensionally verified because it has to be deformed during the explanation procedure in order to remove the implant from the patient. Any measurements taken from the inlay would not provide accurate information regarding whether or not the inlay was within specification at the time of manufacture. The inlay was visually confirmed to be correct during the DHR review. The etch on the inlay was the only feature verified. In regards to the complaint condition (patient reaction), there are no related dimensional features which can be associated with the condition; also the machined dimensions cannot be checked due to the plasma coating. The superior and inferior plate machining dimensions are normally inspected using a cmm; plasma coated surfaces will prevent accurate location and could damage cmm probe tips. The manufacturing investigation, based on the DHR review and physical evaluation of the explant is invalid.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. Complaint review: including this complaint there have been a total of 19 complaints where adjacent level degeneration was observed near the prodisc-c implant. No observations were made regarding placement or malfunction of the device at the implanted level resulting in the observed degeneration or pain. There have been a total of 13 complaints of adjacent segment degeneration due to natural progression specific to adjacent segment degeneration due to natural progression. Journal review: a search on pub-med using the search term ¿prodisc-c and adjacent level disease¿ returned 10 articles. References report adjacent level disc disease with prodisc-c as well as other cervical disc replacement devices. It is well documented and studied risk of anterior cervical discectomy. The rates associated with pro-disc c across the conclusions of the articles cite reoperation rates at the adjacent levels for pro-disc c to be in-line with that of artificial discs and the benchmark anterior cervical discectomy and fusion. This case involves the degeneration of the level adjacent to an implanted prodisc-c. The complaint report does not indicate the implant as the cause of the degeneration. The degeneration may be a result of initial patient selection, pre-existing signs of degeneration at that level and/or natural progression of the disease. It is not possible to know the direct cause of the degeneration with the information in this complaint. No new clinical needs or hazards have been identified as a result of this complaint. Evaluation: this case involves the degeneration of the level adjacent to an implanted prodisc-c. The complaint report does not indicate the implant as the cause of the degeneration. The degeneration may be a result of initial patient selection, pre-existing signs of degeneration at that level and/or natural progression of the disease. It is not possible to know the direct cause of the degeneration with the information in this complaint and as such the disposition of the complaint is indeterminate. No new clinical needs or hazards have been identified as a result of this complaint.